Manufacturer narrative:
Additional information was requested but was not forthcoming. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Per report, the worsening pvl was liked caused by patient factors (calcification). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the implant patient registry, approximately 3 months post tavr procedure in the aortic position, the patient's 23mm sapien 3 valve was explanted and replaced with a 21mm surgical valve. The patient was noted to be in recovery after the procedure.

Manufacturer narrative:
The valve was not returned to edwards for evaluation as it was likely discarded. Multiple attempts to obtain information regarding the explant were made, however, the information was not forthcoming. Explant of aortic bioprosthetic valves can be due to multiple mechanisms. The device was not returned and information was not provided; therefore, the specific root cause of this explant cannot be determined or evaluated at this time. There was no allegation or indication a device malfunction contributed to this adverse event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information provided by the hospital valve coordinator indicated the patient developed mild-moderate pvl due to calcification and had profound symptomatic mitral regurgitation. Both the aortic (23mm s3) and the mitral valve (native) were explanted and replaced at the same time. Investigation is ongoing.